Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the user report could not be confirmed or duplicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the image on the endoeye flex 3d deflectable videoscope was experiencing discoloration during a laparoscopic procedure. According to the initial reporter, the procedure was completed using a similar device. The procedure was reportedly not delayed more than 15 minutes. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the discoloration likely occurred due to temporary connection failure. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "push the video connector into the video system center until it clicks, then confirm that the video connector is securely attached by pulling it gently. Improper connection will damage the image sensor. The damaged image sensor will display no image and make the distal end hot, which could cause operator and/or patient burns. Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.